Event description:
Additional information provided states that the lesion was located in the right coronary artery (rca). During the initial procedure the patient was treated for single vessel disease. The patient went to surgery for a single vein bypass to the rca and endarterectomy of the rca. The rotalink catheter was visibly protruding from the fatty tissue above the right cardiac auricle. The rotalink catheter was withdrawn, and the location of the perforation was found. The entire rca was covered with rock-hard calcification. The rca was opened and the wire fragment was found and removed. The rca was endarterectomized over a length of 4-5 cm and closed. The vessel was severed and secured using a clip, and an end-to-end anastomosis with the ramus ventricularis dexter was supplied. The vein graft was severed in a variceal area and anastomosed end-to-end with another non-variceal vein graft. Punched hole and end-to-side anastomosis of the vein graft was made. The bloodstream was restored. Because of the rota procedure hemostasis was difficult to achieve, therefore additional suturing was performed. However, following surgery, the patient experienced sustained post-operative hemorrhage. A complete hemothorax was found on the right side, however there was no hemothorax on the left. Root cause of the bleeding was determined to be a lung injury, probably caused by rotablation since directly opposite in the pericardium a hole is found and adjacent to that hole is where the lung injury is located. The lung injury was sealed using a 5.0 teflon felt-supported prolene suture. Verification of hemostasis was made. The patient was transferred to the ICU in good circulatory condition.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2009-07299. It was reported that during an percutaneous coronary interventional rotational atherectomy procedure, a wire break and vessel perforation occurred. The 95% stenosed lesion was located in an unspecified vessel that was severely calcified with a greater than 90 degree bend. The lesion was 20mm long. During ablation, approximately 4cm of the tip of the floppy rotawire guide wire broke. The rotablator burr the perforated the vessel wall. The physician took the patient to surgery. Following the initial surgery, the patient was on a heart-lung support machine, and it was noted that the lung had sustained damage apparently due to contact with the burr. The patient was taken for a second surgery. Following the second surgery, the patient is reported in "good" condition. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire was received inside rotablator. The rotablator was unlocked and the rotawire came out easily, only 203 cm was inside burr catheter. One end of the wire was fractured, and the other end of the wire was cut. The fractured distal end was not returned. The fractured section was sent to sem (scanning electron microscopy) fracture analysis: results indicated:"the fracture surface exhibited a fibrous appearing structure that is actually grain boundaries running in a longitudinal direction. This condition is typical of a bending type motion. No material anomalies were noted. Conclusion: the core wire fractured as a result of a bending overload moment. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2009-07299. It was reported that during an percutaneous coronary interventional rotational atherectomy procedure, a wire break and vessel perforation occurred. The 95% stenosed lesion was located in an unspecified vessel that was severely calcified with a greater than 90 degree bend. The lesion was 20mm long. During ablation, approximately 4 cm of the tip of the floppy rotawire guide wire broke. The rotablator burr then perforated the vessel wall. The physician took the patient to surgery. Following the initial surgery, the patient was on a heart-lung support machine, and it was noted that the lung had sustained damage apparently due to contact with the burr. The patient was taken for a second surgery. Following the second surgery, the patient is reported in 'good' condition. Additional information has been requested and is not available.